Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
While inserting a catheter on a male pt, the catheter broke. The catheter was removed and another placed. No harm to the pt was reported.